Event description:
(1/2 reference (B)(4) for all related complaints)(documenting cassette) it was reported that non disposable clamp tubing alarm was experienced. Air in line, green flow stop. Patient not affected. Alarm silenced and settings reviewed. Pump turned off, tubing clamped and cassette removed. Air noted in line. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped. No further information available.